Manufacturer narrative:
A software analysis was initiated. It was determined that there was insufficient information provided to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. Other relevant device(s) are: product ID: 9733467, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a transsphenoidal procedure. It was reported that the site had registered for the procedure. When they got into the sinus, they were inaccurate. They re-registered and were able to proceed.